Event description:
According to the reporter, during a laparoscopic radical surgery for lung cancer, the device was unable to fire. There was also poor staple formation. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.